Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. (B)(4). The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap anterior resection, the firing force was higher than expected when a graduate student intended to fire the device and the device could not be fired. The device was used between the colon and the rectum. The graduate student kept the position of the device and the doctor grasped the firing handle and then, the device could be fired without problem. There was neither bleeding nor air leak under endoscopic after the firing. The device was used as-is to complete the case. There were no adverse consequences to the patient.